Event description:
The advocate stated that the customer tested her blood glucose using 3 different breeze2 meters and received readings of 300, 70 and 140 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter that read high (300mg/dl) are to be returned for evaluation. Replacement products were sent to the customer.